Event description:
It was reported that the lens became vaulted asymmetrically (z-syndrome) approximately 10 weeks post implant. The surgeon planned to perform yag. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.